Event description:
Allegedly, patient was revised due to possible infection. Head was removed and replaced. Components not revised: dynasty®cocr liner 44mm grp g product number : dlcogg44 lot number: 0801181920. Dynasty® bf shell 60mm group g product number : dsbfgg60 lot number: 0501117006. Profemur® neck neutral short cobalt chrome product number : phac1202 lot number: 0801192249. Profemur® raz stem sz 8 product number : pyrd0008 lot number: 077426987. Cancellous self-tapping 6.5mm bone screw 2.5cm length product number : 18080302 lot number: 0701167654. Cancellous self-tapping 6.5mm bone screw 4.0cm length product number : 18080305 lot number: 0301089651.